Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with an unspecified anti-inflammatory drug infusion (dose, route, frequency and duration were not reported). It was not reported if the patient was hospitalized for the event. On unreported dates, the patient was recovered from the peritonitis and dianeal therapy was discontinued. No additional information is available.